Event description:
Had a zimmer nexgen lps flex knee implant taken out of my right knee part failure and infection caused this action. The infection caused by the implant will require the removal of my left knee in te near future.